Event description:
Patient contacted dexcom on 01/10/2016 to claim intermittent audio output on 01/10/2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(6).